Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an alert regarding sensor glucose value not available and mentioned during troubleshooting for the sensor, that they experience a low blood glucose level of 46mg/dl during the incident. The customer's' blood glucose level was unknown at the time of the call. The stated that they treated with food for the low and declined to troubleshoot for the low reading. Troubleshooting for the sensor, resulted in the customer being able to clear the sensor glucose not available alarm. No product will be returned for analysis.